Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states that there have been three separate occurrences of "back flowing of IV fluids into the protective sleeve". Additional information states "this product is not new in our unit; however, we do this infrequently. There has been education [sent out]". The catheter was not replaced. Attempts made to inquire about the patient status have not been answered by the customer. If additional information is received, the report will be updated. Associated mdrs 3010532612-2022-00497 and 3010532612-2022-00499.

Event description:
The report states that there have been three separate occurrences of "back flowing of IV fluids into the protective sleeve". Additional information states "this product is not new in our unit; however, we do this infrequently. There has been education [sent out]". The catheter was not replaced. Attempts made to inquire about the patient status have not been answered by the customer. If additional information is received, the report will be updated. Associated mdrs 3010532612-2022-00497 and 3010532612-2022-00499.

Manufacturer narrative:
(B)(4). The lot number reported is 13f22e0138. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. The sample returned was considered a representative sample, as stated in the event details. Returned for investigation was a 5fr. Bi-polar pacing catheter without the original packaging. The sample was returned in a supplied return kit and was in a sealed biohazard bag. Upon return, the catheter was inserted through the sheath assembly; the distal end of the sheath was approximately 1cm from the catheter distal tip. The inflation lumen stopcock was in the open position. The supplied control stroke syringe was not returned with the sample. The recommended volume capacity of the balloon is 0.75cc. The sheath was removed from the catheter for further visual inspection of the sample. The sheath tip and hub appeared typical. Under microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. No condensation was noted in the inflation lumen. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. No blood was noted on the interior or the exterior surfaces of the returned sample. The tuohy-borst adapter and its components were inspected and appeared typical. No visual damage or abnormalities were noted to the returned sample. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 3.5mm. The other side measured approximately 3.5mm. The catheter was inserted through the sheath assembly; the tuohy-borst adapter was fully tightened. The catheter and sheath were then inserted into the t-tube and pressurized to 100mmhg. No leaks were noted from the tuohy-borst adapter or sheath. A leak can potentially occur if the cap is loosened from the tuohy-borst adapter. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The distal electrode and distal extension lead (white wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.1 ohms. The proximal electrode and proximal extension lead (blue wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.3 ohms. Both distal and proximal electrodes were cross checked, and no short circuit was found. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "back flowing of IV fluids into the protective sleeve" is not confirmed. During the investigation, no leak was noted from the returned catheter and tuohy-borst adapter/assembly. The returned catheter and tuohy-borst adapter passed functional testing. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Further information received from the customer on 17 nov 2022 states that this event occurred while in use on patients. The clinicians were unable to switch the set on the patient as they were actively pacing and the physician was not comfortable doing so. The patient ultimately went to the operating room for placement of a permanent pacemaker. No medical intervention required regarding the backflow of the IV fluids- the clinicians positioned the line to minimize fluid loss. The customer is unaware of the patient's current condition, the patient was transferred to the floor after the placement of the permanent pacemaker in the or.